Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Regulatory agency reported on behalf of the healthcare professional, left-side rupture discovered via mammography. The device has been explanted and replaced.